Event description:
It was reported that the infinity m540 patient monitor rebooted during a patient event and the patient had to be moved to a new bedside to proceed with patient monitoring. The nature of the patient event is unknown at this time however, no adverse patient impact was reported.

Manufacturer narrative:
No additional information has been provided. A follow up report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Testing conducted at the hospital indicated that m540 units configured within the infinity acute care system and powered by infinity p2500 power supplies were unaffected. To isolate the issue, hospital biomed staff disconnected the ethernet cables from the infinity m500 charging stations, effectively removing the m540 devices from the network. Once disconnected, the devices no longer rebooted. Technical support analyzed initial device logs and confirmed the reboot behavior. However, due to the lack of additional information; including further device logs, network infrastructure details, and customer follow-u, an exact root cause could not be determined.

Event description:
It was reported that the infinity m540 patient monitor rebooted during a patient event and the patient had to be moved to a new bedside to proceed with patient monitoring. The nature of the patient event is unknown at this time however, no adverse patient impact was reported.